Event description:
It was reported via repair work order that the thermostats trip but the units still runs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not repairable and was replaced with another unit for the customer.

Event description:
It was reported via repair work order that the thermostats trip but the units still runs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.